Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, the patient received a hip prosthesis intended to last 25 to 30 years; however, the device failed within approximately 13¿15 months post-implantation. The patient experienced significant pain and complications, including fracture of the prosthetic ball component and subsequent loosening of the cement bond. Symptoms persisted for over one year while seeking relief. The patient has gathered operative records, including part and lot numbers, and has requested detailed intraoperative findings and the surgeon¿s assessment during the planned revision surgery. The patient also requested that all explanted components and fragments be preserved for further analysis to determine the cause of premature failure. At the time of reporting, revision surgery is expected within approximately 14 days. Patient's current health condition is unknown. No further complications were reported.